Manufacturer narrative:
(Locking pin) the evaluation confirmed the reported event, "on 08/31/2023, it was reported by a sales representative via (B)(4) that an ar-8330h shaver wont connect to blade. This was discovered during a procedure with no patient harm." And attributed it to locking pin's inability to secure the attachment into the collet.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06019582 that an ar-8330h shaver wont connect to blade. This was discovered during a procedure with no patient harm.